Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tctl cng prior dmg w/moist) issue. The reporter alleged that the audio bolus button was under responsive and that the keypad cover was missing/peeling. It was reported that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the audio bolus button cover was detached/missing. The leak test failed due to an audio bolus button leak. There was moisture observed behind the display lens. The pump was opened and moisture was observed on internal components of the pump. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.